Manufacturer narrative:
Due to character restrictions in block e1 full initial reporter name is (B)(6). Full event site telephone is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had a grainy screen.there was no patient harm or injury reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and the problem was found as reported. The fse resolved the issue by fixing a loose connection inside the device and the device returned to expected use. Information regarding patient involvement, event date and functional/safety checks was asked in multiple gfe attempts were made to address the gaps in information. The record will be updated when this information becomes more available.

Event description:
N/a.